Event description:
When attempting to place embolization coils in the pt. One retracta was placed successfully. The second retracta was pulled back a fourth time for repositioning and the coil released in an unintended site. The retracta was moved via the catheter as far into intended position as possible. Tornado coils were placed to anchor the retracta that was left in the unintended site. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is currently under investigation.